Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) alarmed "system failure" and turned off. After powering down for 10 seconds the pump restarted and resumed pumping. There was no patient harm or injury reported.